Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose level of 453 mg/dl. The customer declined to troubleshoot for the high readings. The customer reported that the issue with the site not with the tubing or reservoir. The customer reported that issue was resolved by changing complete set. The product will not be returned for analysis.